Event description:
Following a tonail reduction utilizing a 2420 rf handpiece, the pt developed a hematoma in the tonsil imediately after the procedure. The dr then intervented at the site by performing a tonsillectomy. The customers biomed dept had evaluated the g1 generator used, and they have been unable to find anything wrong with the unit. The account has made no claim of product malfunction. The generator was installed at the account 11-03, and there have been no other reports for it and no other reports for this account in the last 2 yrs. The account also reports that the pt is doing fine two wks post-op, and that the dr continues to use our equipment and procedure. At the time of this report, the equipment involved has not been returned to gyrus ent for evaluation.